Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: cmrm6133 envelope, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following generator replacement and addition of an antibacterial absorbable envelope, the patient developed chronic pocket pain and a skin pustule over the device pocket. An infection of the device pocket was identified. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and the patient treated with antibiotics. No further patient complications have been reported as a result of this event.